Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the explant date was (B)(6) 2014. The explant had originally been planned for three days earlier, but was then postponed.

Event description:
It was reported the patient was not ¿getting relief¿ and the patient had pain over the pump site due to an infection. It was noted the event was attributed to the pump because of a pocket infection. Surgery was performed to explant the pump and catheter. The patient recovered without permanent impairment. The pump was being used to deliver dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd 2015-08-13, UDI# (B)(4). Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-jan-2020 from the patient who reported that the pump was removed due to a staph infection. Then she was in the hospital for a month and then home with infusion for a month. She was later re-implanted with a new system she thought in (B)(6). No further complications were reported/anticipated.